Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited inadequate capture and device sensing had dropped. Upon fluoroscopy imaging, it was also noted that the lead had dislodged. The rv lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.